Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown and upon plugging pump into a power source, the battery gauge fluctuated. Customer's blood glucose was 133 mg/dl. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check.